Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter read inaccurately low compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 4pm. It was reported the patient obtained a blood glucose result of "20 mg/dl" and "32 mg/dl" with the subject meter. The patient manages her diabetes with novolog insulin through pump therapy. The reporter denied the patient made changes to her usual diabetes management routine. Prior to testing, the reporter claims the patient felt a symptom of weak which she associated with low blood glucose; however, the reporter alleged the result should not have been that low for the patient's reported symptom. The patient took food and/ or drank a beverage as treatment. After that, the reporter alleged the patient obtained a blood glucose result of 600 mg/dl with the subject meter. The patient did not test her blood glucose on another device. At the time of troubleshooting, the cca noted the reporter did not have the testing supplies to perform quality control testing. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of "weak" does not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.

Manufacturer narrative:
Follow-up # 1 (12/19/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and re-evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.